Manufacturer narrative:
A1: patient identifier: unknown, confidential. A2: age & date of birth: unknown, confidential. A3: sex: unknown, confidential. A4: weight: unknown, confidential. A5: ethnicity: unknown, confidential. A6: race: unknown, confidential. B3: date of event: unknown. D4: catalog number: unknown. D4: lot number: unknown. D4: UDI: since the product code was unknown, UDI no. And di no. Could not be listed. D4: expiration date: unknown due to unknown catalog number and lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact name: unknown, confidential. E1: address: unknown, confidential. E1: telephone number: unknown, confidential. H4: device manufacture date: unknown due to unknown catalog number and lot number. The actual device was not returned. Since the actual device was not returned, investigation of it could not be performed. History investigation: since the product code/lot# were unknown, the manufacturing record and the shipping inspection record could not be investigated. Over the past three years, there have been no cases in which a combination device could not be inserted due to a manufacturing defect across all product codes of glidecath. UDI no. Since the product code was unknown, UDI no. And di no. Could not be listed. (Cause of occurrence): based on the investigation result, over the past three years, there have been no cases in which a combination device could not be inserted due to a manufacturing defect across all product codes of glidecath. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. (Countermeasure): ashitaka factory manufacturing process assures the quality of this product by performing following work and inspections. In the tube molding process, the core wire of which the outer diameter is strictly controlled is covered with resin, and then the wire is braided over the resin. Subsequently, the core wire is removed from the braided tube. By this production method, the inner diameter of the catheter can be firmly assured. In the packaging and cartoning processes, dedicated tools and containers are used for handling this product to protect the product and to prevent the occurrence of the crush or kink. Before the packaging process, 100% visual inspection of the catheter is performed to confirm that there is no anomaly such as a crush or kink. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical received an FDA medwatch report # mw5173275. The event description states: "it was reported the physician was performing a tips procedure. He deployed 4 similar interlock coils through a non-(B)(6) 5 fr glidecath. He continued using the same type of interlock coils (.035) but they would not advance. He felt the non-(B)(6) catheter may have lost its inner lining hydrophilic coating, thus causing the coils to get stuck inside and not allowing deployment. The physician flushed the catheter repeatedly with saline before/during deployment attempts. There were no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."